Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3057, lot # unknown, product type screening. (B)(4).

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient started the evaluation very well, but then the patient's symptoms came back and the patient's healthcare provider (hcp) confirmed that the lead had migrated. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.